Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of morbid obesity had an inferior vena cava filter deployed prior to gastric bypass surgery. Approximately eight years seven months post filter deployment, CT scan demonstrated an ivc filter in place. Approximately eight years eight months post filter deployment, the patient was admitted with complaint of leg swelling and pain and was diagnosed with deep vein thrombosis of the left lower extremity. Anticoagulation therapy was initiated. Later the same day, the patient became unresponsive and started having anal breaths and subsequently lost consciousness. CPR was initiated and I-stat labs were drawn which showed extensive respiratory acidosis, consistent with pulmonary embolism and hyperkalemia. After approximately 40 minutes, CPR was discontinued and the patient was pronounced dead. The presumed cause of death was pulmonary embolus secondary to left lower extremity deep vein thrombosis. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Based on the provided medical records, it can be confirmed the patient experienced pe after filter implantation; however, the origin and relationship to the filter has not been established in the provided medical records. The investigation is inconclusive for any alleged deficiency with the filter as no objective evidence has been provided in the medical records to confirm a deficiency. Per the provided medical records, the filter was implanted in a morbidly obese patient prior to gastric bypass surgery. Therefore, it is possible that the surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "the safety and effectiveness of this device has not been established for morbidly obese patients." Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the patient experienced a pulmonary embolism secondary to left lower dvt and subsequently expired.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and seven months post deployment, a computed tomography of chest demonstrated numerous non-calcified bilateral pulmonary nodules and these were concerned for metastatic disease. Around three weeks later, the patient expired. The patient was admitted with a diagnosis of extensive left leg deep vein thrombosis and presented with pain and swelling in left leg. The patient suffered agonal respiration and then suddenly became unresponsive and noted to be pulseless and apneic. A cardiopulmonary resuscitation was started and initially the patient had pulseless activity. The cardiopulmonary resuscitation was continued and approximately 15 minutes the patient became asystolic and the patient was pronounced dead. The presumed cause of death was pulmonary embolus secondary to left lower extremity deep vein thrombosis. The death certificate was completed, and the cause of death was mentioned cardiac arrest, acute respiratory failure, deep vein thrombosis with presumed pulmonary embolus and metastatic colon cancer. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: h6 (method, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the patient experienced a pulmonary embolism secondary to left lower deep vein thrombosis and subsequently expired.